Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A properly seated lancet drum has a lancet that protrudes past the end cap. No adverse event alleged. A request was made for the return of the device. Lot not reported.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.